Event description:
A consumer's wife reported he had a sudden loss of stimulation in the right leg and back a couple of days ago, but was getting stimulation in the left leg. No falls or trauma were reported. She was able to use the programmer and verify there was a group 1 and 2, both were set on 4.20, and when she increased stimulation, the consumer was not able to feel it on either 1 or 2 and decreased stimulation. An appointment was set to meet with the doctor and a manufacturer representative. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.